Event description:
It was reported that during testing the device was experiencing constant beeping. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was able to confirm and replicate the reported event. Inspection found that the device had a continuous alarm when attempting to run the device. The circuit board was replaced to address the reported event, and the device was recalibrated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.